Event description:
Caller states patient tested 6.0 inr on the coaguchek xs system; the patient was coughing up blood and was advised to go to the emergency room (ER) based on the device result. A comparison lab returned as 4.0 inr and the patient was admitted to the hospital. No treatment information provided. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.